Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the likely cause of them feeling stim after increasing the settings but then noting that it goes away was "I just didn't feel anything. Was checked and everything o.k."

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the pt stated that sometimes they think the therapy isn't working. Pt stated that, since close to a month ago, they've noticed they don't go to the bathroom as much as they used to. Pt stated when they go to urinate they don't have much that comes out. Pt stated they can go all night but the minute they wake up the don't have even a minute before they start needing to go to the bathroom. Pt services tried walking pt through how to make an adjustment using their handset/communicator but pt stated they were unable to get the screen to unlock. Pt stated when they try swiping the screen, nothing happens. Pt stated they didn't have anyone there at the time to assist but will go see if a neighbor can come by to help them. The issue was not resolved through troubleshooting. The caller was redirected to pt services when someone can call in and assist the pt. The pt called back and mentioned previously reported event and stated they were in the middle of trying to "set" their stimulator and it "would not punch up". Caller stated they were told they needed help. Pt stated they put their finger in their shirt and "rubbed it up", then the touch screen eventually responded. Pt called back for assistance with increasing stimulation to try to help with pt's return of symptoms. Agent walked pt through how to connect with their ins and pt was initially getting device not responding message that was resolved by repositioning communicator on their ins. Pt reported when they increased stimulation they felt stimulation initially, then it went away. Agent reviewed therapy/stimulation overview. Pt stated they have to get used to if they are feeling their heart beating or if it's stimulation (pt did not clarify this statement). Pt stated they feel "surge" of stimulation initially following increasing stimulation, then it goes away. Pt stated they are feeling stimulation in their right groin area (right side of their bicycle seat area). Pt stated they feel stimulation "then it dies out". Pt reported on the call when they were increasing stimulation that they noticed it hurts and kind of burns at their implant incision site where the communicator was placed. Recommended pt not apply too much pressure with communicator on ins. Pt increased stimulation to where they felt stimulation initially, then stated feeling of stimulation went away. Pt will monitor symptoms now that therapy change was made and will increase stimulation again if needed. Pt mentioned on the call, once they completed increasing the stimulation, pt got message that communicator connection was lost and stated communicator bluetooth light was flashing. Pt could not recall event date and stated they are on a diuretic that they take in the m morning, so pt stated it's "hard to think if it's doing it's thing, or if the diuretic is not right". Redirected pt to hcp to discuss diuretic. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.